Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 1.50mm x 15mm emerge push balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The procedure was completed with another of the same device without any patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device fg emerge push mr, ous 1.50mm x 15mm from catheter was returned for analysis. Visual, tactile and microscopic analysis as well as functional testing was performed on the device. A visual and tactile examination of the shaft identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Bumper tip showed no signs of distal tip damage. The device was attached to an encore inflation unit and the balloon was inflated successfully and without issue. The encore device was verified before use by using the druck gauge, inflation was to the rate burst pressure (rbp) of 14 atmospheres (atm) as per instructions for use (IFU). The balloon was able to deflate without issue. The allegation in the complaint was not confirmed.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 1.50mm x 15mm emerge push balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The procedure was completed with another of the same device without any patient complications reported.